Event description:
It was reported that at implant when ventricular assist device (vad) was started, the vad exhibited powers of greater than 24 watts and the pump turned off. The pump then restarted with the same result. The controller was exchanged with same result. The monitor was changed with same result. A decision was made to exchange the pump. The vad was exchanged. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files were not available for analysis. Based on the limited information available, a possible root cause of the reported event may be attributed to thrombus formation/ingestion, improper de-airing of the pump during implant. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.